Manufacturer narrative:
(B)(4).

Event description:
Caller reported blood glucose results of 200 mg/dl, 160 mg/dl, and 95 mg/dl on the customer's advantage system, 90 mg/dl and either 90mg/dl or 95 mg/dl on her aviva system within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.